Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus and rewind anomaly. Customer's blood glucose at time of incident was 7.4mmol/l. The customer stated that every time he does a set change, fill tubing and fill cannula, had bolus and rewind anomaly. The customer was explained this behavior is not normal especially if this happens each and every time with a bolus occurring after a set change. The customer was advised that insulin pump is being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.